Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The husband of the patient reported that the patient thinks their electric wheelchair may have caused the implantable neurostimulator (ins) batteries to drain after 5 years in (B)(6) 2016. There were no falls or trauma related to this event. The inss were replaced as a result on (B)(6) 2016. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that they are uncertain of the premature battery depletion. The battery was okay as of (B)(6) 2016, with case + 3 impedances low and showing 213 ohms. Electrode 3 was not used for programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.